Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot#: 0212833275, implanted: (B)(6) 2017, product type: lead. Product ID: 3389-40, lot#: 0212242806, implanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, product type: extension. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 08-feb-2021, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for epilepsy. The left lead was not in the correct position. Per CT-mr fusion, the lead was not in the anterior nucleus of the thalamus (ant), so repositioning was planned. Diagnostics included non-contrast CT on (B)(6) 2017, which had abnormal results (lead not in ant). It was noted that one visit to the anesthesiologist was related to this event. Event severity was described as moderate, producing some impairment of functioning but was not hazardous to health. The relatedness was stated to be procedure/surgery related. The outcome was ongoing. No further complications were reported. Relevant medical history included gastrointestinal/hepatobiliary (resolved) and cardiovascular hypertonia (resolved).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3389-40, lot# 0212833275, implanted: (B)(6) 2017, product type: lead; product ID: 3389-40, lot# 0212242806, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the cause of the lead not being in the correct position was wrong pre-dbs implant planning. No further complications are anticipated.

Manufacturer narrative:
Product ID 3389-40 ;lot# 0212833275; implanted: (B)(6) 2017; explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient's left lead was explanted during hospitalization from (B)(6) 2019.. The lead will be re-implanted at a further date. The outcome was stated to be unresolved at the time of study exit.